Manufacturer narrative:
Patient age, date of birth, gender, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, two (2) hexagonal screwdriver shafts were defective. The two screwdrivers dusted one of the last screws that the surgeon was implanting. There was a surgical delay for about two (2) hours. Patient outcome is unknown. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) 3.5mm hexagonal screwdriver shaft. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted for part number: 388.079, synthes lot number: l215740: manufacturing site: (B)(4), release to warehouse date: 29. November 2016: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event. Updated event description. Added therapy date. Reporter¿s name; device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that during an unknown procedure on (B)(6) 2018, two (2) hexagonal screwdriver shafts were defective. Procedure was completed successfully.